Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms and "malfunctions" occurred. During troubleshooting, tandem technical support explained to the customer that the "malfunctions" may have been cartridge change error messages and customer acknowledged. Customer's blood glucose was 250 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs, however, investigation could not be completed as the cartridge was not returned. Additionally, the cartridge change error issue was verified.